Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer's blood glucose level did not going down. Customer also reported they were experiencing high blood glucose. Customer did not feel ok to do troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.